Manufacturer narrative:
A visual examination of the device revealed the presence of residue, indicating use/handling. The feeding tube had been cut at approximately 28cm from the outer ring and the distal portion of the device was not returned for analysis. The dilating tip wire loop was found broken and frayed at the apex. Only half of the wire loop, approximately 2.5", remained attached to the tip. The detached portion of wire loop was not returned. The dilating tip surface presented numerous scrapes/gouges most likely caused by the user during the attempt to pull the device through the stoma. It was noted that the condition of the returned unit was consistent with the complaint incident that the loop wire broke. The user most likely exerted excessive tension on the interface between the pull wire and the feeding tube wire loop, causing the wire loop to break. Based on all gathered information, the most probable root cause is "operational context". A device history record (DHR) review of lot number 18444914 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop on the end of the peg tube broke as it was being pulled from the stoma site. The two wires were outside the stoma site the physician used forceps to pull the device through. The procedure was completed with this endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of loop at the end of the peg tube broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop on the end of the peg tube broke as it was being pulled from the stoma site. The two wires were outside the stoma site the physician used forceps to pull the device through. The procedure was completed with this endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.